Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Though requested, the device has not been returned for evaluation. Should the device become available for testing, a supplemental report will be filed.

Event description:
Report 3 of 3: three separate reports from the same user facility were received from the USA stating: "cutters are not cutting properly." On (B)(6) 2011 additional information from the surgeon indicated the vitrectomy cutter appeared bent and did not work as it should. There was no serious injury or report of permanent impairment reported related to the event.